Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant: addr01 ipg implanted: 2014-(B)(6). (B)(4)

Event description:
It was reported that the patient's right ventricular (rv) lead had low impedance and was causing continuous muscle stimulation. It was also noted that the rv lead had a possible fracture. The rv lead was capped and replaced. No further patient complications have been reported as a result of this event.